Event description:
A pump alarm was reported during insulin pumping. There was no adverse impact to the customer's blood glucose level. Despite efforts to load a new cartridge, the cartridge alarm persisted, so technical support arranged for a replacement pump. The customer was instructed to use an alternate insulin therapy and return the defective pump using a provided prepaid label.